Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient started cooling about a half hour ago. They were receiving message about air in line, but nurse could see water going through the lines. They received error message, and their other device was down so wanted to trouble shoot. The event log showed alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic) and alert 01 (patient line open) x 3. Mis explained that the first two alarms or alerts together were typically related to the probe or temperature cable. Esophageal probe in use, but they have not done an x-ray yet to verify placement. Mis suggested verifying placement and try flexing temperature cable to see if there was a short. Once probe placement verified try swapping out the temperature cable. Also explained importance of lines being straight with no bends or kinks. Adding blankets as buffers between pad lines and hard surfaces. Mis encouraged nurse to call back if persists or any additional concerns or questions.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient started cooling about a half hour ago. They were receiving message about air in line, but nurse could see water going through the lines. They received error message, and their other device was down so wanted to trouble shoot. The event log showed alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic) and alert 01 (patient line open) x 3 . Mis explained that the first two alarms or alerts together were typically related to the probe or temperature cable. Esophageal probe in use, but they have not done an x-ray yet to verify placement. Mis suggested verifying placement and try flexing temperature cable to see if there was a short. Once probe placement verified try swapping out the temperature cable. Also explained importance of lines being straight with no bends or kinks. Adding blankets as buffers between pad lines and hard surfaces. Mis encouraged nurse to call back if persists or any additional concerns or questions. Per follow up information received via phone on 18jan2023, it was reported that therapy was completed and there was no impact to the patient. Mis walked the nurse through probe placement. The issue was resolved and the device did not go to biomed.